Event description:
The 1217-22-060 cup was implanted and the surgeon tried a 1219-28-460 liner. It was not seat. He tried a 1219-28-160 liner and it would not seat. He changed the cup to a 1217-22-062 and used a 1219-28-462 liner. The procedure was extended 35 minutes.